Event description:
The customer reports during an unspecified procedure using a thunderbeat, the jaw tip broke off during the procedure. The tip was recovered with no injury. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.